Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss and hole/perforated cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that device had a fluid loss at the cylinder, caused by a separation of the silicone that created a hole. All components were removed and replaced. There were no patient complications and the patient is expected to fully recover.